Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise episodes were observed which caused non-sustained oversensing episodes from the right ventricular (rv) lead. The lead was capped and a new rv lead was implanted. The patient was stable.